Event description:
Report received that tubing cracked, possibly at site of male adapter, during infusion of a chemotherapy agent. The chemotherapy agent, adriamycin, leaked onto the pt's skin, clothing, and bed linen. A chemotherapy spill kit was used. The pt's skin was washed with soap and water. There was no skin reaction or irritation reported. The chemotherapy agent and tubing had to be replaced. There was no blood loss or adverse effect to the groshong intravenous access site reported. No add'l info was available.